Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, an alert for possible output circuit damage was observed. The device aborted therapy and measured a shock impedance of 0 ohms. The patients arrythmia broke on its own shortly after the device began to charge. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly was confirmed. The device was tested on the bench and identified a damaged hv output transistor. The root cause of the damage was not conclusively determined.